Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered a false alarm during impella cp support. During support, impella in ventricle alarm was displayed. On fluro, impella was clearly across aortic valve. Aortic placement signal systolic 98 diastolic 5. Motor current signal systolic 425 diastolic 370. Physician advised false alarm due to metrics as fluro clearly demonstrated correct position.

Manufacturer narrative:
Investigation summary: no product returned. False alarm / buzzer - after less than 4 hours on support, impella in ventricle alarm displayed despite fluro showing adequate positioning. A/o ps systolic 98 diastolic 5. Pt noted to have small lv and low diastolic bp. The cause of the false alarm / buzzer could not be determined due to no product returned, no data logs recovered, and insufficient clinical details. Device history lot: device lot: 1821990. Device history batch: subcomponent lot: n/a. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.